Event description:
Information was received from a consumer regarding a patient implanted with an implantable neuro stimulator (ins). It was reported that the patient was unable to use their patient programmer (pp) because they would see charge ins battery message. The patient stated they had let the ins charge go way down so they were charging for about 2 hours. The patient reported they were looking to increase or decrease stimulation by 0.2v because the patient noticed he was on group c and the stimulation was going a little further down their leg than they wanted to. Product service specialist (pss) walked the patient through starting a charge session. The patient reported that their ins recharger battery was full and ins battery was blinking 1/8 full. The patient reported no coupling boxes filled. The patient stated when they normally charged they saw 8 coupling boxes filled in. Pss did recharging troubleshooting with patient. The patient reported they saw 8 coupling boxes filled. The 6-8 bars/issue was resolved. Pss recommended the patient charge ins battery for a while before trying to use pp again. Pss reviewed importance of antenna placement, charging over thin material -not bulky clothing, how the number of efficiency bars will affect recharging time. No further patient symptoms or complications were reported from this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.